Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation, the posterior haptic broke when the lens was implanted by the injector. The lens was removed and replaced with same model and diopter lens. The surgery was completed on the same day. Additional information received stating that there was no injury or impact to the patient. Patient was recovered. Patient had been prescribed with antibiotic medicine, corticosteroid and a nsaid. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of damaged lens by injector; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Six photos attached to the parent complaint were reviewed by the investigation site. The six photos show images related to the iol product that include a damaged iol and product packaging/labels. The photo review confirms a damaged iol; however, no determination could be made of how the damage occurred from the review. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip¿appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately the manufacturer internal reference number is: (B)(4).